Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4). Associated medwatch: 1221934-2017-10319.

Event description:
The affiliate reported via email that the surgeon found the red spark occurred when using the device in question to a patient during the rotator cuff repair surgery on (B)(6) 2017. The surgeon replaced the probe and attempted to use to a patient, however the surgeon found another red spark with replaced device. Then, surgeon changed the handpiece to the handpiece with hand controller, and it was no problem to use. The surgeon commented that there might be a phenomenon that occurred other than the probes because reflux liquid was less than usual. It was brand new and the first use when the issue occurred. There was no harm to the patient and no delays. Additional information received via email from the affiliate on 6-1-2017. The sparking occured inside the patient. There is no information if the tip of the electrode melted. There is no information if anything fell into the patient. There is no information what is meant by less than usual reflux liquid. No information is available if the affiliate is referring to saline.